Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Event site name exceeds character limitations: ( froedtert memorial lutheran hosp)

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not provide adequate hemostasis. A new device was used to complete the procedure. It is unknow if there was any blood loss. It is unknown if there was a blood transfusion. There was a delay. There was no patient harm.

Manufacturer narrative:
Trackwise -(B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1. A lot history record review was completed for lots 3000442134, 3000435356, and 3000418572 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.